Event description:
It was reported that a revision surgery was performed due to unknown reasons.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.